Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with anterior and posterior colporrhaphy with mesh, repair of enterocele, mesh and cystoscopy due to symptomatic pelvic relaxation with vaginal vault prolapse, enterocele, cystocele and rectocele.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological surgical procedure on(B)(6) 2012 and tvt-abbrevo was implanted by dr. (B)(6) due to cystocele, rectocele and stress incontinence. At (B)(6). (B)(4).

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2013 due to extrusion.